Event description:
Pt reports their pump is beeping and displaying on screen "restoring data and system time out". Pt reported the batteries were changed out and still no re-set. Pt's rn will infuse via gravity so no dose is missed. Pump serial number provided: (B)(6), expiration 02/03/2026. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv -25mg. Did pt miss a dose or have an interruption to therapy? ¿ unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ yes. Nonfamilial hypogammaglobulinemia.